Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a keypad anomaly and scrolling numbers. The customer stated the device had been pressed up against their skin all night long. The customer's blood glucose level was unknown. The customer also mentioned a battery out limit alarm after leaving the battery out. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No battery out limit alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.